Event description:
It was reported that during a remote device data review, a battery depletion (bd) code was received regarding this subcutaneous implantable defibrillator (s-ICD) device. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The s-ICD is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This report is being sent to correct h6.

Event description:
It was reported that during a remote device data review, a battery depletion (bd) code was received regarding this subcutaneous implantable defibrillator (s-ICD) device. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a remote device data review, a battery depletion (bd) code was received regarding this subcutaneous implantable defibrillator (s-ICD) device. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The s-ICD was returned for analysis.

Event description:
It was reported that during a remote device data review, a battery depletion (bd) code was received regarding this subcutaneous implantable defibrillator (s-ICD) device. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.